Event description:
It was reported that during a urinary organ procedure, sometimes the clips would load and sometimes they would not. Another device was used to complete the case. There was no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked and the handles separated. The plastic was noted to be brittle. Upon first firing of the instrument the handles came apart and no further testing could be performed. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.